Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The broken cage did not come in contact with the patient. Also, the broken piece of the cage did not remain inside the patient. A new cage was used and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra op, the cage cracked and broke while it was being implanted. The broken cage was not implanted; and was replaced with a new one.